Event description:
Reportedly, the surgeon fired the instrument across the junction of the tumor on the inferior vena cava. The instrument was removed and no staples were present on the tissue. As a result, the pt bled volumes of blood, a graft ivc was performed to repair the site, and the pt was revived and stabilized. However, the pt went into renal and liver failure and 8 days later expired. Procedure: elective peritoneal cyst (tumor) removal.